Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 flush button assembly was replaced, and the unit was returned to service. No patient information provided after phone calls to customer 01/21/20, 01/22/20, and 01/23/20.

Event description:
The hospital reported an alarms for continuous high positive pressure and high fio2 resulting in insufficient anesthetic agent delivery. There was no report of patient injury.